Manufacturer narrative:
The unit was received with intermittent button response due to an unlocked connector at the lcd board. There were also missing segments due to a cracked zebra connector at the lcd board. The following physical damage was found: cracked casing at the display window corners and battery tube threads along with minor scratches on the display window.

Event description:
The customer reported via phone call that the buttons on her insulin pump became unresponsive during an infusion set change. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.